Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient stated that he had an open rash under the front left te pad, and that there are blisters around the side. The patient's cardiologist told the patient to remove the lifevest for 3 to 4 days to allow the rash to heal and to use a prescribed cream on the rash. Follow-up indicated that the rash was improving.